Event description:
It was reported that a patient who was receiving v.a.c. Therapy for a diabetic foot ulcer was given IV antibiotics for treatment of an infection in the extremity. A nurse at the patient's podiatry office stated that the infection did not require hospitalization and the wound was healing as of late 2008.

Manufacturer narrative:
According to the nurse at the patient's podiatry office, a culture of the wound was not taken prior to placement of v.a.c. Therapy, therefore, a determination of whether or not the infection was preexisting could not be made. There was no report of user error nor was there a report of a device malfunction.